Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer blood glucose has been over 300 mg/dl no matter how many boluses the customer administered. Troubleshooting was performed on the insulin pump and no anomalies were noted. High pressure test was not performed as customer was low on insulin. Customer then called back on (B)(6) 2016 and stated he continued to experience high blood glucose from 200 to 400 mg/dl and the device alarmed no delivery. High pressure test was performed and the device alarmed flow block. Customer then mentioned that he had an infusion set were a lot of insulin came out when she was changing. Customer declined further troubleshooting and requested the device to be replaced. Customer called back on (B)(6) 2016, and stated he has continued having issues with the high and the half of the insulin in the reservoir emptied during priming. Customer agreed to return the device for analysis.